Event description:
Report received of 3 undocumented incidents of inability to infuse through a stopcock connected to the clave valve prior to connection to a patient. During initial manufacturer testing it was determined that the stopcock was not compatible with the clave valve. The customer reported that the extension set was primed through the clave via syringe with normal saline. A stopcock was then connected to the clave and a gravity tubing set primed with normal saline was then attached to the stopcock. When attempting to continue priming of the entire set-up, the gravity infusion would not flow through the clave. Though requested, no additional information was provided.